Manufacturer narrative:
Philips has investigated this complaint. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite, but the customer cancelled the quote; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.